Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 1 1/2 months of support on the lvad, device thrombosis was suspected due to the pt presenting with elevated levels of lactate dehydrogenase. A ramp study was conducted and the pt was given heparin, plavix, coumadin and aspirin. After two hours of low flow alarms, a decision was made by the hospital to exchange the pt's pump.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.